Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. As per the investigation procedure: crease, particle, non-penetrating nick and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.